Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
At the time of crown placement, it was hurting the patient and some mobility noted.